Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. One example was an initial elecsys hcg+b result of 0.566 miu/ml with a data flag. The repeat result was 3.53 miu/ml. The repeat result from another cobas analyzer was < 0.200 miu/ml and was believed to be correct. An additional result of 1.54 miu/ml was provided, but the customer was unclear where this result was produced.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer decontaminated the analyzer and flow path, cleaned the reagent pipettes. Decontaminated the pipetting line and syringes, and performed purges and mechanical checks. The investigation could not determine a specific root cause. The issue appeared to be resolved after the service actions.